Event description:
Spoke to patient regarding tubing. Patient requesting 5 additional cadd ext sets due to leaking that was occurring. Patient had to switch tubing twice because of medication leaking from plastic piece towards end of tubing. Lot number unavailable. The reported product fault did occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. The actual device is available to be returned for investigation. The device is being replaced. The patient did have a backup device they were able to switch to. The infusion is life-sustaining. The event is resolved. No add'l info, details, or dates available, pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Reported to cvs/caremark by pt/caregiver. Reference report #mw5119179.